Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014 and this MDR is being mailed on 10/20/2014. The investigation is on-going and a supplemental report will be submitted upon completion. H1: there have been no reports of death, serious injury or malfunction involving siemens equipment. The pt suffered a minor injury at the time of this reported. Event.

Event description:
Siemens was informed on (B)(6) 2014 that a pt's elbow was scratched when the pt pressed on the gantry sealing ring (plexi strip), forcing it into the rotating gantry, which tore a hole in the plexi strip. Reportedly, the scratch on the pt's elbow was treated with a band-aid. There is no other info in regard to the pt's status.